Event description:
It was reported patient with uncomplicated insertion, perfect pathway on sherlock navigation, 3cg confirmed max-p-waves and then unable to aspirate blood. When we pull the PICC back by cms, each cm further out, blood return was inconsistent, and then when PICC was pulled back 3cm we were able to get consistent blood return. We pulled PICC back and did cxr - placement is now mid svc which would correspond with ideal placement at low svc/caj and then pulling back 3cm. PICC is still indwelling and patient is currently receiving treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.